Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse identified no tip was attached to the sample nozzle and the analyzer was sensing one. While fse was adjusting the hand touch ad value, fse found the sample nozzle tip was dirty inside. Fse cleaned and decontaminated the sample nozzle. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 08aug2022 through aware date 08sep2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2061) tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to dirty sample nozzle tip.

Event description:
A field service engineer (fse) reported error message ¿2061 tip detachment failure by main arm¿ on behalf of the customer for the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.